Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the string pulled out of the tampon leaving the tampon stuck inside her. She had to go to the walk in clinic to have the tampon removed. The tampon was removed all in one piece. She did not experience any symptoms and stated she was fine.